Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and a lead safety switch occurred. It is unknown if the switch was due to low or high impedance measurements.